Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2011, a 4.0x12mm ion stent was implanted in a saphenous vein graft (svg) to the circumflex (cx) artery. The stent was post dilated with an unknown 4.0x12mm non-compliant balloon. In (B)(6) 2011, the patient presented with a non-st elevated myocardial infarction. Ivus revealed the stent was 100% occluded with more plaque than thrombus. The stent appeared to be undersized. The physician post dilated with an unknown 4.0x12mm non -compliant balloon. A non-bsc guide wire was placed and inflations were made with an unknown 4.0mm and 4.5mm non -compliant balloon. The patient was given reopro. A 4.0x15mm non-bsc bare metal stent was implanted and post dilated with an unknown 4.0x15mm non-compliant balloon, inflated to 18atms. Excellent angiographic result was noted. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).